Event description:
On (B)(6)2012, the lay user/patient contacted lifescan (lfs) (B)(6) alleging that the display on her onetouch ultra meter was fading. The following complaint was classified based on information obtained from the customer service representative (csr). The patient discovered the alleged issue on the morning of (B)(6) 2012. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. In response to the alleged meter issue, the patient reportedly consumed more food/drink on (B)(6) 2012 at approximately 2am. According to the csr's documentation, as a result of the alleged meter issue the patient reportedly developed symptoms of dizziness, sweating, and nausea on the evening of (B)(6) 2012. The patient, however, denied receiving any form of treatment after the alleged issue occurred. At the time of troubleshooting, the csr noted that the subject meter was damaged. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue was discovered.

Manufacturer narrative:
Follow-up # 1 (02/14/2013)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2013 and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.